Event description:
The customer contact reported a nondelivery. The gemstar pump was programmed in the pharmacy ot deliver 1300ml of 3 in 1. Tpn for a duration of 20 hrs and was sent to the pt's home. In 2006, at an unspecified time, the pt's mother initiated the therapy and placed the solution container, tubing set and the pump in a backpack. The next day, at the expected time that the delivery would be complete, the mother noted that the pt appeared "sleepy" and the solution container was full. At this time, the mother called the pharmacist. The solution container and the tubing set were replaced and the therapy was resumed using the same pump. There were no reported adverse pt effects. No med interventions were required. Though requested, no additional info was provided.